Event description:
It was reported that device entrapment occurred. The 70% stenosed target lesion was located in the calcified and tortuous mid left anterior descending artery. An opticross 6 hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that the catheter was folded over on the monorail part and was stuck in the non-boston scientific guidewire on the way out and could not be pulled back. Everything was removed at once. Upon removal, the catheter was wiggled until it loose from the wire. The procedure was completed with another of the same device. No patient complications were reported.